Event description:
Pt had implants for 10 years. One year after initial surgery, they had more saline added because they looked deflated. They never look full-always rippled. Right implant ruptured and deflated, during explant, left one ruptured during removal. Doctor did not give pt back implants as desired; instead sent them back to mentor. Pt did not have any implants replaced. Pt currently is trying to detoxify as they have been very sick.